Event description:
His device read 414mg/dl while the fire dept's devic radi 108m/dl. The tests were taken within mins. No adverse event reported and no treatment received. No valid qcs were used. Requested return of suspect device and replacement was sent.